Event description:
During stereotactic right breast biopsy procedure, mammotome biopsy site identifier did not deploy during two attempts to place the biopsy site dentifer aka "clip." Clip is used to mark the location where the biopsy specimen was removed from the breast. During the first two attempts to deploy the clip, resistance was met and the insertion sheath holding the clip was removed. The third attempt was successful, the clip was deployed and the insertion sheath removed. A post procedure image revealed a 1.5 cm x3 mm piece of the biopsy site identifier sheath remained in the pt's right breast. An inspection of the sheath from the second attempt revealed the sheath had been sheared off. Following discussion of the retained foreign body with the pt, consultation with the manufacturer and evaluation by the radiologist, the decision was made to leave the piece of the sheath in the pt's breast.